Event description:
It was reported that during the implant of this right ventricular (rv) lead, placement difficulties were encountered as required pacing threshold measurements were suboptimal. Eventually, the lead was successfully implanted but hours later, an increase in the pacing threshold measurements was noted. Pacing impedance measurements also increased, but remained within normal limits. No visible signs of lead perforation were observed in an echocardiogram, x-ray and computed tomography (CT) scan at that time. Two days later, the patient complained of chest pain. Further review showed a slight increase in threshold measurements and low amplitude and as such, lead dislodgement and perforation were suspected. A revision procedure was performed, and this rv lead was explanted and successfully replaced. No additional adverse patient effects were reported.